Manufacturer narrative:
Initial reporter address and postal code is: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap had a ¿split in the base¿ and the iodine leaked out. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. All box dimensions of the sample received were measured and passed. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. The reported problem of was verified based on the visual and functional inspections. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.